Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device had a duplicate patient room entry for room 538, where one patient record was showing as active while another discharged patient remained visible in the system, resulting in duplicate room assignment. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found that the investigation was limited as the provided example (05/11) was outside the log retention window for both the es app server and carefusion coordination engine (cce), preventing message history validation. However, customer confirmed through epic outgoing message review that no a03 (discharge) admit discharge transfer (adt) message was generated and the discharge date field was not populated, identifying the root cause as missing discharge messaging from the adt system. As a result, the visit remained in admitted status on es. Customer was advised to manually discharge the affected visits in es to resolve the discrepancy. The system functioned as intended after the technical support specialist verified the device.